Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found defective 3-way-mixing-valve. The valve has been replaced. Functional check and test run performed: ok. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
"According to the customer: the customer stated that the hcu40-main side did not heat." Additional information: no patient involvement. The issue occurred during maintenance/service. (B)(4).